Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had some issue with her ipg. It was noted that the patient had charging difficulty. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received that the patient had some issue with her ipg. It was noted that the patient had charging difficulty. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had some issue with her ipg. It was noted that the patient had charging difficulty. The patient will undergo an ipg replacement procedure.